Event description:
It was reported that the "catheter was noted to be leaking near the luer hub/clear extension junction."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample, if available, for eval. When the investigation is complete, a final report will be submitted.